Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the guidewire loop of a 6f exoseal vascular closure device (vcd) had limited ejection during use. Hemostasis was achieved through manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The device was inspected prior to use, and no anomalies were noted. There was no visual damage to the indicator wire prior to use, the indicator window of the exoseal device was facing up during retraction, the indicator window did not change at all, and when the device was removed from the patient, no damages were noted to the indicator wire loop. A non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The target femoral site had not been previously closed with any closure device or manual compression less than thirty days prior to this procedure. Unknown guidewires, vascular sheaths, contrast catheters, guide catheters were used during the procedure. The procedure was an diagnostic intracranial angiography with a retrograde approach. The physician had achieved certification on the use of exoseal vcd. The patient does not have an infectious disease. The patient's body mass index (bmi) was not greater than 40. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the guidewire loop of a 6f exoseal vascular closure device (vcd) had limited ejection during use. Hemostasis was achieved through manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The device was inspected prior to use, and no anomalies were noted. There was no visual damage to the indicator wire prior to use, the indicator window of the exoseal device was facing up during retraction, the indicator window did not change at all, and when the device was removed from the patient, no damages were noted to the indicator wire loop. A non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The target femoral site had not been previously closed with any closure device or manual compression less than thirty days prior to this procedure. Unknown guidewires, vascular sheaths, contrast catheters, guide catheters were used during the procedure. The procedure was a diagnostic intracranial angiography with a retrograde approach. The physician had achieved certification on the use of exoseal vcd. The patient does not have an infectious disease. The patient's body mass index (bmi) was not greater than 40. Additional information was requested but not provided. A non-sterile unit of product ¿vascular closure device 6f - us¿ was received inside of a clear plastic bag. The device was unpacked to perform the product evaluation finding the following conditions: the deployment lever is fully depressed; indicator window was received black/white/red color; plug is fully deployed, and it was not included in the shipment; cowling guard was received locked; back bleed port is at the deployed position; indicator wire is retracted; device is blood saturated. No other outstanding details were noticed. The functional analysis was not performed due to the unit being received fully deployed and due to the blood saturation. It was not possible to set back the device to the manufacturing condition. The device case was carefully opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no anomalies were observed. The complaint reported by the customer as ¿indicator wire~deployment difficulty¿ was not confirmed due to the device being returned fully deployed, indicating that deployment lever functioned as expected, and the indicator window achieved the three stages. The only way to achieve the black/black stage that allow the button to be depressed is when the indicator wire is deployed. If the indicator wire is not deployed, there is no possible way to achieve the black/black stage, depress the button, deploy the plug, and achieve the black/white/red stage. The exact cause of the reported event could not be determined during the product analysis. Procedural factors and handling process may have contributed to the reported event. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. The product analysis does not suggest that the reported event could be related to the manufacturing process; therefore, no corrective action will be taken at this time.